Event description:
It was reported that the tip of the unit is missing.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Manufacturer narrative:
The product was returned and the failure mode was confirmed. The following repair diagnostic codes were identified:outer tube damage. This does confirm the alleged failure mode of [top of tip missing].probable root cause: excessive force applied by user.poor mate between cannula and scope.poor fit between scope needle and cannula.in sum, the product was returned and the failure mode was confirmed.

Event description:
It was reported that the tip of the unit is missing.